Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was having trouble with their recharger as the recharger was not connecting or charging their ins. The patient stated that they had spoken with a rep and was instructed to reset the recharger. The patient stated that they had performed the recharger reset at least twice and then spoke with the rep again, who instructed them to call patient services for a replacement recharger. The patient stated that it was taking them about 8 to 10 hours for their recharger to charge their ins and if they moved it at all, there was no connection between the recharger and the ins. The patient confirmed that they were seeing the normal charging screen on the recharger when charging the ins. No troubleshooting could be done on the call as the patient did not have their external equipment with them. Patient services asked if the patient could call back with their equipment to perform troubleshooting to determine where exactly the issue lied with their equipment and also indicated that to get a replacement charger they would need the serial number from their external equipment. No symptoms were reported. It was reported that the event began almost 3 months ago in 2019. Additional information was received from a manufacturer representative (rep) reporting that the patient did not show for their consult appointment to discuss a pocket revision on (B)(6) 2019. The rep stated that they did not have any further information regarding the patient since they did not see them regarding the reported issue. No further complications were reported/anticipated.